Manufacturer narrative:
Device was manufactured on 4/21/2006 and was previously repaired (B)(6) 2012. Investigation revealed the motor operated erratically and the internal wiring was altered. There was also damage to the head, control bar and width plates. Prior to repair, the device operated below motor speed specifications and was erratic. The device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the motor, head, control bar, width plates and standard repair parts. Post repair analysis revealed altered internal wiring of the motor to switch that did not allow proper function. The customer's reported event was confirmed during testing and was most likely due to the altered internal wiring through improper handling by the user. The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ electric dermatome instruction manual¿ 06001810579 rev. 10-10 to avoid serious injury to the patient and operating staff while the zimmer electric dermatome is in use, the user must be thoroughly familiar with its function, application, and instructions for use. Handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use. The user and operating staff must always pay close attention to the cleaning precautions and cleaning instructions for the dermatome. Failure to follow these instructions may damage the dermatome. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Inspect the dermatome¿s cord for cuts or missing insulation caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device was losing power when applied to the patient. Determined that the issue occurred during surgery, wherein it appeared that the speed at which the blade was moving was not sufficient and caused the edges to be jagged. There was patient harm and an impact/damage to graft harvest reported. The graft harvest was not able to be used and no additional graft harvest was required in the event. The surgery was completed using an alternate procedure and no alternate device was used in the event. There was an extension of more than 30 minutes to the surgery, while the patient was under general anesthesia at the time of delay.